Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte ext set, luer-lok 6 in micro bore has leakage due to "uxo joints failures". The following information was provided by the initial reporter translated from chinese to english: day after delivery by cesarean section was admitted to the neonatal intensive care unit, birth weight 1.28kg, hospitalization for treatment needs to be implanted PICC catheter, (B)(6) 2024 at night at 20:07 responsible for nursing rounds found that the joints seepage, after double checking is the uxo joints failures, and immediately given to replace it, and informed the group in the department to raise the attention of the alert attention of everyone to the use of a careful pre-check to strengthen the infusion of fluids on rounds.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 2118489. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.